Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary - the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product.

Event description:
Claim letter received. Claim letter alleges that the patient was revised due to the complications from the asr implant which causing high metal ion levels, pain, anxiety, depression, cognitive impairment, foreign body reaction, metallosis, fibrosis, synovitis, necrotic granulomatosis, mobility and range of motion limitation and neurotoxicity. There is no recent metal ion levels provided. Doi: (B)(6) 2007; dor: (B)(6) 2015; right hip.